Manufacturer narrative:
As viewed through the returned packaging, it was observed that the coil was returned unsheathed and stretched at the proximal section. The coil¿s socket ring has been severely damaged, stretched, and severed at one solder point. No material defects were found. The fracture is ductile in nature requiring external force to sever the socket. Therefore, due to post-procedural handling it cannot be determined how much coil damage occurred during the procedure; however a portion of the coil damage may have occurred during the coils protrusion through the sheath. The entire sheath was found to be separated from the core wire and coil. Located off the proximal end of the sheath there are severely kinked sections of the sheath located at 8.5, 14.5, and 78.0 (all in centimeters). Located off the distal tip of the device positioning unit (dpu) are two kinked sections of the core wire at 15.0 and 21.0 (both in centimeters). The resheathing tool was returned undamaged; therefore the reported torn resheathing tool was incorrectly stated in the event description by the end user. The most likely contributing factor to the core wire and coil protruding outside the sheath was due to the sheath becoming kinked and from mechanical sheath damage from the resheathing tool found in multiple sections. The circumstances of when and how the multiple sections of the sheath were damaged resulting in an opened skive cannot be determined. The opened skive allowed the coil to protrude outside the sheath. In this condition the coil cannot be advanced or resheathed. In addition, without the identification or the return of the unknown microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the analysis, the event was not confirmed, however other damages were found on the device. External mechanical forces are the likely contributing factors to the damage found on the device. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
The resheathing tool on the deltaplush (cpl10015230/ c13611) was torn when surgeon tried to resheath the coil. The target vessel site was the middle cerebral artery bifurcation. There was no significant delay in the procedure as the surgeon was able to remove the coil quickly. It is noted that the clear tab of the introducer sheath pulled out and away from the re-sheathing tool at a 45-degree angle to unlock the microcoil. The locking mechanism was not caught in the v-notch of the resheathing tool. No patient or vessel code information provided. Failure analysis discovered that the coil was returned stretched at the proximal section.